Event description:
The pt reportedly experienced loss of lock followed by no sound. External equipment was exchanged and programming adjustments were been made, however, this did not resolve the issue. Device testing could not be performed due to loss of lock. The pt was hospitalized on (B)(6) 2014. Revision surgery has been scheduled.